Manufacturer narrative:
An event of hemothorax was reported. The patient's medical history included paroxysmal atrial fibrillation. Information from the field indicated that the patient underwent a left atrial appendage closure, and patent foramen ovale (pfo) closure during the same surgery. The field indicated that reoperation was performed to remove the hematoma. There was no allegation of malfunction against the abbott device or procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_985 - arb pmcf. De4432 - (B)(4). It was reported that on (B)(6) 2023, a 32mm rigid saddle ring was implanted in a patient. On (B)(6) 2023, the patient returned to hospital after pectoral swelling induced by sneezing. Echocardiography showed hematoma in region under the surgical scar. The patient was treated with anticoagulation and did not required a blood transfusion. The device continues to work as intended.